Event description:
Potential for injury associated with an m41srr consumer power wheelchair where the left motor has no output. This could result in inconsistent operation of the unit (veering) which could potentially result in injury to the user.